Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, dysmenorrhea, backache, bloating, menstruation abnormal, bloated feeling, dyspareunia, c-section, breast reduction, celiac disease and depression. Previously administered products included for to prevent pregnancy: copper iud from 2007 to (B)(6) 2011. Concurrent conditions included dyspnea. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psych injury / depression"), vaginal infection ("bladder/urinary problems: vaginal infection"), anxiety ("mental anguish") and constipation ("constipation").in (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic reaction"). The patient was treated with escitalopram oxalate (lexapro), ketorolac tromethamine (toradol), quetiapine fumarate (seroquel) and surgery (ablation: (B)(6) 2011 and hysterectomy(full),salpingectomy(bilateral) / hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, depression, allergy to metals, vaginal infection and hypersensitivity had resolved and the uterine haemorrhage, anxiety and constipation outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal,dysmennorhea, (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal bleeding,nickel allergy, psych injury and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: trace amount of free fluid in the cul-de-sac, which is likely physiologic. No other acute or significant finding with non-visualization of the ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, dysmenorrhea, backache, bloating, menstruation abnormal, bloated feeling, dyspareunia, c-section, breast reduction, celiac disease and depression. Previously administered products included for to prevent pregnancy: copper iud from 2007 to (B)(6) 2011. Concurrent conditions included dyspnea. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psych injury / depression"), vaginal infection ("bladder/urinary problems: vaginal infection"), anxiety ("mental anguish") and constipation ("constipation"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic reaction"). The patient was treated with escitalopram oxalate (lexapro), ketorolac tromethamine (toradol), quetiapine fumarate (seroquel) and surgery (ablation: (B)(6) 2011 and hysterectomy(full),salpingectomy(bilateral) / hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, depression, allergy to metals, vaginal infection and hypersensitivity had resolved and the uterine haemorrhage, anxiety and constipation outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal,dysmenorrhea, (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal bleeding,nickel allergy, psych injury and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: trace amount of free fluid in the cul-de-sac, which is likely physiologic. No other acute or significant finding with non-visualization of the ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter's information added. Event outcome were updated to recovered for events-depression , vaginal hemorrhage. New event added: allergic reactions. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal,dysmennorhea, (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal bleeding,nickel allergy, psych injury and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Explant date added. Events- general abnormal bleeding, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury and bladder/urinary problems: vaginal infection were added. Event outcome updated for: physical pain/pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal') and uterine haemorrhage ('abnormal uterine bleeding') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, dysmenorrhea, backache, bloating, menstruation abnormal, bloated feeling, dyspareunia, c-section, breast reduction, celiac disease and depression. Previously administered products included for to prevent pregnancy: copper iud from 2007 to on (B)(6) 2011. Concurrent conditions included dyspnea. Concomitant products included nsaids since on (B)(6) 2011 and paracetamol (acetaminophen) since on (B)(6) 2011. On (B)(6) 2011, the patient experienced depression ("psych injury / depression"), vaginal infection ("bladder/urinary problems: vaginal infection"), anxiety ("mental anguish") and constipation ("constipation"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with escitalopram oxalate (lexapro), ketorolac tromethamine (toradol), quetiapine fumarate (seroquel) and surgery (ablation: on (B)(6) 2011 and hysterectomy(full), salpingectomy(bilateral) / hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals and vaginal infection had resolved and the vaginal haemorrhage, uterine haemorrhage, depression, anxiety and constipation outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal,dysmennorhea, (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, nickel allergy, psych injury and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: essure device was successfully occluded. Ultrasound pelvis: on (B)(6) 2014: trace amount of free fluid in the cul-de-sac, which is likely physiologic. No other acute or significant finding with non-visualization of the ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: plaintiff fact sheet received. Events added from pfs- abnormal uterine bleeding. Event vaginal haemorrhage and menorrhagia make medically significant and intervention required. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal,dysmennorhea, (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding,nickel allergy, psych injury and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Explant date added. Events- general abnormal bleeding, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury and bladder/urinary problems: vaginal infection were added. Event outcome updated for: physical pain/pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.